Event description:
Patient presented in clinic for normal follow up. Externalized conductors were noted via fluoroscopy. No electricals anomalies were noted. Lead will be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.